Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information provided indicated the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not place the ipg into surgery mode prior to undergoing an unrelated surgery. The ipg would no longer communicate with external devices following the surgery, and the patient does not have stimulation. Troubleshooting was unable to resolve the issue, and the ipg is considered inoperable. To address the issue, the patient may be awaiting surgical intervention.